Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per follow up conversation/questioning with the nurse please see the following comments that were noted: she stated that upon firing the device she did not hear or feel the washer break. She stated that she brought the orange indicator about 2/3 down into the ¿scale¿ on the device prior to firing. She did confirm that there were staples that deployed into the tissue, however, she could not confirm that they were properly formed ¿b¿s¿. When asked if she is certain that she fired the device completely, ¿plastic to plastic¿, she stated that she looked at the firing handle and she saw that it was touching the main shaft of the device. She also noted that there was only one tissue ¿donut¿ and it was retrieved from the anvil side of the stapler. It is a possibility that due to the fact that there was no sound or ¿crunch¿ heard, staples were deployed, and only one tissue ring was present; maybe the anvil was not fully disconnected and moved proximal as the nurse fired the device not allowing the washer to break hence moving up pushing the distal tissue ring up into the anvil head?

Event description:
It was reported that during a low anterior resection (lar) procedure, the fa used the rotation knob to close the stapler until the orange indicator appeared in the "staple height scale". She then held for thirty seconds and attempted to fire the device pulling on the firing handle once, plastic to plastic. The fa did not feel or hear the washer break but could not pull the firing handle any further. The stapler cut through the tissue but laid no staples. Pulled another device and followed the proper steps to fire which resulted in a perfect end to end anastomosis. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.